Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) screen is blurry, not showing numbers.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: e1: (site country), h6 (type of investigation, investigation finding, investigation conclusions). It was reported that the cs100 intra-aortic balloon pump (iabp) screen is blurry, not showing numbers. It is unknown if patient is involved. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the reseated connection on user interface, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.